Event description:
It was reported that a person using the ilet with a g7 cgm experienced hyperglycemia, with a highest cgm value of 374 mg/dl and a confirmatory glucometer value of 325 mg/dl about two hours after dinner; the user stated they likely ate more than usual, specifically pasta, and the infusion set was an inset on the abdomen. Symptoms included no reported adverse clinical symptoms. Outcomes included transient high glucose without need for medical intervention or hospitalization. Investigation included complaint intake, meal announcement and dosing review, and use-pattern assessment. Investigation of this case revealed that the high glucose was associated with an incorrect meal size announcement relative to actual intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically underestimated meal size, caused the hyperglycemic event.